Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a user had incorrectly entered a heparin drip into an alaris pump. The intended dose was "18 units/kg/h" and instead of entering under dose section, the user entered the value under the "rate" section of the pump. It was reported that the patient received lower a dose than the intended dose to be delivered. There was patient involvement but impact is unknown. Although requested, further information was not provided.